Manufacturer narrative:
510k: this report is for an unknown synthes sternal plate (narrow, large-fragment, dynamic compression, or semitubular plates)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bertin, kim c. Md, rice, robert s, doty, donald b., and jones, kent w. Md (2002), repair of transverse sternal nonunions using metal plates and autogenous bone graft, the annals of thoracic surgery, volume 3, issue 45, october 2002, pages 1661-1662 (USA). The purpose of this study was to report a method used to repair transverse nonunions, and its clinical results. This method involves plating and the use of cancellous bone graft from the iliac crest. Three male patients with ages, 46, 65, and 67 years, respectively were included in the report. Two metal plates, either narrow, large-fragment, dynamic compression or semitubular plates (synthes USA, west chester, pa) were selected and contoured to fit the sternum. The interval between initial surgery and repair was from 60 to 120 days. Postoperative radiographs were taken at 6 to 8 weeks. The article did not specify which patient experienced which complication. One patient experienced two upper abdominal hernias secondary to musculature weakening, which was caused by the multiple procedures required to repair the nonunion. One patient experienced slight localized pain in his chest upon reaching across his body. One patient had experienced pain and tenderness of the iliac crest caused by a hematoma of the donor site, which completely resolved by 6 weeks after the operation. This report is for one patient who experienced slight localized pain in his chest upon reaching across his body. This report is for an unknown synthes sternal plate (narrow, large-fragment, dynamic compression, or semitubular plates). This is report 1 of 1 for (B)(4).